Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging an, apply sample message on the patient's one touch ping meter. The reporter mentioned that the reported issue began on (B)(6) 2010 at around 3:30pm. The patient did not exhibit any symptoms due to the alleged issue. Due to the alleged issue, she ate less than usual for lunch. She then tested on another meter a one touch ultra meter and obtained a 398 mg/dl at 5:30pm. She then self-treated with 3.65 units of humalog. She did not seek any medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The patient was using the correct test strips. The reporter mentioned that the test strip port was snug. The patient did not have the supplies available to further troubleshoot. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the alleged issue with the apply sample message was not resolved.

Manufacturer narrative:
The 510 (k) # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.